Event description:
It was reported that the symptomatic patient presented in the emergency room due to syncope. Externalized conductors and noise were observed on the lead. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.0-10.2cm from the distal tip. External insulation abrasion was noted at 15.4-15.9cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 13.3-15.2cm from the distal tip. The etfe coating was damaged during the explant procedure at this location. Internal insulation abrasion under the rv shock coil was noted at 6.6-6.7cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.